Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at follow up in clinic with the implantable cardiac monitor unable to be interrogated. After multiple failed interrogation attempts the patient was sent for a chest x-ray and fluoroscopy. Clinicians were not able to locate the device, suspecting expulsion from the implant site. This was later confirmed after the device was found in the patient's laundry. A new device was implanted. The patient was stable.